Event description:
It was reported that the lead was returned to the manufacturer after being removed due to the patient receiving a heart transplant. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).